Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and genital haemorrhage ('bleeding/unusual bleeding/excessive bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with medical device pain, genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/painful sexual intercourse"), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic hysterectomy and ablation). Essure was removed on (B)(6)2011. At the time of the report, the uterine perforation, dyspareunia, menstrual disorder and abdominal pain outcome was unknown and the genital haemorrhage and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: there were six trailing coils or the right and four to five trailing coils on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff information form received. Event "abdominal pain " was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and genital haemorrhage ('bleeding/unusual bleeding/excessive bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with medical device pain, genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/painful sexual intercourse"), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic hysterectomy and ablation). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, dyspareunia, menstrual disorder and abdominal pain outcome was unknown and the genital haemorrhage and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: there were six trailing coils or the right and four to five trailing coils on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and genital hemorrhage ('bleeding/unusual bleeding/excessive bleeding') in a 31-year-old female patient who had essure (batch no. 626526) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menometrorrhagia, dysmenorrhea, abdominal pain, break through bleeding, vaginal bleeding and dyspareunia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with medical device pain, genital hemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia/painful sexual intercourse") and menstrual disorder ("unusual periods") and was found to have a pregnancy with contraceptive device ("fragments of trophoblast suggesting recent pregnancy"). The patient was treated with surgery (robotic hysterectomy and ablation). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abdominal pain, dyspareunia and menstrual disorder outcome was unknown and the genital hemorrhage and abdominal pain lower had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital hemorrhage, menstrual disorder, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: there were six trailing coils or the right and four to five trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful essure placement 'with bilateral tijbal block. The filling defect-like appearance seen in the lower uterine segment likely due to incomplete contrast filling of the cavity. Concerning the injuries reported in this case, the following were described in patient¿s medical record; dysmenorrhea, abdominal pain, vaginal bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on 2-oct-2020: medical record received. Lot number was added. Event "fragments of trophoblast suggesting recent pregnancy" was added. Medical history, reporter information and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and genital haemorrhage ('bleeding/unusual bleeding/excessive bleeding') in a 31-year-old female patient who had essure (batch no. 626526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menometrorrhagia, dysmenorrhea, abdominal pain, break through bleeding, vaginal bleeding and dyspareunia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with medical device pain, genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia/painful sexual intercourse") and menstrual disorder ("unusual periods") and was found to have a pregnancy with contraceptive device ("fragments of trophoblast suggesting recent pregnancy"). The patient was treated with surgery (robotic hysterectomy and ablation). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abdominal pain, dyspareunia and menstrual disorder outcome was unknown and the genital haemorrhage and abdominal pain lower had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: there were six trailing coils or the right and four to five trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful essure placement 'with bilateral tijbal block. The filling defect-like appearance seen in the lower uterine segment likely due to incomplete contrast filling of the cavity. Concerning the injuries reported in this case, the following were described in patient¿s medical record; dysmenorrhea, abdominal pain, vaginal bleeding, menorrhagia. Lot number: 626526. Manufacturing date: 2008-02. Expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation") and genital haemorrhage ("bleeding/unusual bleeding/excessive bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with medical device pain, genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/painful sexual intercourse"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (robotic hysterectomy and ablation). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, dyspareunia and menstrual disorder outcome was unknown and the genital haemorrhage and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and uterine perforation to be related to essure. The reporter commented: there were six trailing coils or the right and four to five trailing coils on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality-safety evaluation of ptc. (Product technical complaint).event migration/perforation nos changes to uterine perforation as robotic hysterectomy was reported in previous source document. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and genital haemorrhage ("bleeding/unusual bleeding/excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/painful sexual intercourse"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (robotic hysterectomy and ablation). Essure was removed on (B)(6) 2011. At the time of the report, the perforation, dyspareunia and menstrual disorder outcome was unknown and the genital haemorrhage and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and perforation to be related to essure. The reporter commented: there were six trailing coils or the right and four to five trailing coils on the left. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.